Event description:
It was reported that during an unknown procedure, the handle locked and would not fire. A new one was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Anti-backup failure / damaged ratchet pawl the analysis results found that the (B)(4) device was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. It was fired and was found non-functional due to an antibackup failure, two clips partially formed were fed. The remaining clips were conforming according to manufacturing specifications. In order to evaluate the condition of the device's internal components, the device was disassembled and the ratchet pawl was found to be worn out thus; leading the antibackup failure. Possible causes for this condition may be attempting to squeeze the device trigger when it has not fully returned or stopping the firing sequence and pulling the trigger open. The batch record was reviewed and no anomalies were noted during the manufacturing process.